Event description:
According to the charge nurse, the pt had completed an uneventful dialysis treatment with no alarms or anomalies observed during the treatment. The pt was discharged from the facility and awaiting transportation when he had a cardiac arrest. A code was called and he was transported from the dialysis unit to the hospital emergency dept. Resuscitation efforts were unsuccessful and the pt expired. The phoenix machine was inspected by a gambro service technician who verified calibration and functionality of the machine. The revaclear dialyzer, bicart and cartridge blood tubing set were all discarded and not available for inspection.

Manufacturer narrative:
The blood tubing set involved in this incident was discarded and, therefore, was not available for investigation. Gambro identified the lot numbers of the last 2 shipments of blood tubing sets sen to this customer (1000013142 and 1000016196). Functional, dimensional and leak tests and visual inspection were performed on 30 samples from those lots. There were no failures or defects found in any of the sample tested.